Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29mm sapien 3 valve, the balloon on the commander delivery system ruptured at the end of inflation. The balloon was fully deployed with minus 1cc of volume. There was no patient injury. Per the report, there was a sizable chuck of calcium at the level of the annulus.

Manufacturer narrative:
The investigation is ongoing. Pending device return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The commander delivery system was returned to edwards lifesciences for evaluation. The returned device was evaluated, and the following was observed: complete radial tear around the distal shoulder of the inflation balloon and there was a missing piece of the distal working length of the inflation balloon. It was noted that there was no damage or scratches observed on the flex tip or flex shaft. The inflation balloon single wall thickness was measured along the edges of the burst location. The measurements taken of the balloon single wall thickness found it met specification. Imagery was provided from the site and revealed presence of calcification in the annulus. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was completed, and no further action is required. The event for balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon burst in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per imagery provided, calcification was present in the aortic annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.